Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have a damaged reservoir compartment. Customer does not know how damage occurred. Customer's blood glucose was 216 mg/dl. Customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Pump was received with broken reservoir tube lip, missing reservoir o-ring, cracked battery tube threads, cracked case at display window corner, missing display window and missing end cap sticker. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests.